Manufacturer narrative:
The evaluation of the suspected AED confirmed the reported issue. Investigation determined that the lack of audible prompts was due to a defective speaker. Upon installation of a known good test speaker, the AED functioned as intended and delivered audible prompts correctly.

Event description:
A customer reported their AED's asi is flashing red and the AED will not speak. They reported this did not occur during patient use.